Manufacturer narrative:
Follow-up #1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:the keypad was found to be torn over the up arrow and down arrow keypad buttons. Evaluation revealed that the ok keypad button was intermittently responsive. The up arrow, down arrow, and contrast keypad buttons were unresponsive. There was evidence of keypad contamination found under the all key contacts. The up arrow and down arrow were found to be inverted. Evaluation revealed a crack in the battery compartment extending from the finger pad to the case seal. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump keypad buttons were intermittently responding to presses. The reporter confirmed no known damage to the keypad and no known moisture or corrosion present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.